Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#3006705815-2019-00311, reference MFR. Report#3006705815-2019-00309. It was reported surgical intervention was undertaken wherein the leads were replaced with a new model. Reportedly, the ipg was replaced during the same procedure due to an unknown reason. Follow-up revealed x-rays confirmed the leads were crossed and had migrated. In turn, the system was auto-reducing due to high impedance. The patient's therapy resumed postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.